Event description:
The reporter did back to back blood glucose tests, one after the other. The results were 47, 81 and 71 mg/dl. Rptr felt dizzy. During troubleshooting, it was determined that the test strips were expired. On follow-up, the rptr stated that a control test had passed using new supplies. With the new strips rptr's blood sugar's were within expected ranges. No harm was alleged.